Event description:
It was reported that stent damage occurred. The target lesion was located in the middle and distal end of the right coronary artery. A 38x2.50m promus premier drug-eluting stent was advanced for treatment. However, the stent strut was found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or above. Device evaluated by MFR: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with a strut in the middle region lifted and pulled proximally from crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip identified damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or above. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle and distal end of the right coronary artery. A 38x2.50m promus premier drug-eluting stent was advanced for treatment. However, the stent strut was found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.